Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated impacted product change the investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is for an unknown mono/polyaxial screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: zhang, y. Et al (2016), comparison of the dynesys dynamic stabilization system and posterior lumbar interbody fusion for lumbar degenerative disease, plos one, vol. 11 (1), pages 1-10 (china). The aim of this retrospective study is to compare the clinical and radiographic outcomes of the dynesys system to those of plif for the treatment of lumbar degenerative disc disease in a chinese population. Between july 2008 to march 2011, a total of 96 patients were included in the study. Among these, 50 patients (37 male and 13 female) with a mean age of 52.3±12.9 years underwent plif using the expedium spine system (depuy synthes, raynham, ma, USA), and 46 patients (31 male and 15 female) with a mean age of 48.1±12.3 years were treated with a competitor device (dynesys group). The mean follow-up time in the dynesys and pilf groups was 53.6 ± 5.3 and 55.2 ± 6.8 months, respectively. The following complications were reported: 46/50 patients had fusion. 15 patients had radiographic adjacent segment degeneration (asd). 1 patient had symptomatic adjacent segment degeneration (asd) and underwent a second operation. 2 patients had iatrogenic dural tear which occurred intraoperatively and was all managed without further complications. 3 patients had a superficial wound infection which was treated by conservative therapy. 8 patients had an asymptomatic screw loosening. This report is for an unknown depuy spine expedium constructs and unknown depuy spine expedium screws. This report is for (1)unknown mono/polyaxial screws this report is 1 of 2 for (B)(4).